Event description:
It was reported by the affiliate that an optease retrievable filter was deployed in the jugular vein instead of the intended infra renal veins in the inferior vena cava (ivc). Device was retrieved through the subclavian vein using a gooseneck snare and a 10f non-cordis sheath. Another optease was used instead to correct the procedure. There was no patient injury reported and the device will be returned for analysis. While pulling back an unknown sheath to enter proper channel, the user pulled only sheath with dilator stable, and the device was released from the sheath. Consequently, the device was deployed in the jugular vein, instead in the infra renal veins in the ivc as intended. The device was retrieved successfully and another optease was utilized to complete the procedure. The procedure was visible under fluoroscopy.

Manufacturer narrative:
The complaint conclusion has been updated with the results of the independent film review. History: this complaint involves a patient who was undergoing placement of an ivc optease filter. The filter was inadvertently deployed in the jugular vein. The filter was subsequently removed via the right subclavian vein. Observation: a single cd-rom containing multiple cine images is submitted for review. Initial file shows access in the right common femoral vein. A venogram performed from this location shows opacification of an enlarged ascending lumbar vein. The ivc is not opacified and may be thrombosed. Subsequent images show an optease ivc filter deployed in the right internal jugular vein. Access has been achieved in the right subclavian vein and the filter is successfully snared and removed in total. Conclusion: this complaint involves a patient who had an optease ivc filter inadvertently placed in the jugular vein requiring immediate removal of the filter via the right subclavian vein. When deploying an ivc filter the standard procedure is to first position the vascular sheath at the site of intended placement. Following this the filter is introduced into the sheath and then deployed in standard fashion. This was not done in this case. Procedural factors are clearly the cause of the event in this complaint. The IFU was not followed which resulted in inaccurate placement of the filter. I see no evidence that any manufacturing issue contributed to this event. A non-sterile 6f optease retrievable filter introduction kit unit components were received inside a plastic bag. Per visual analysis, the vessel dilator was received inserted through the cannula; the obturator was received inserted through an empty filter storage tube and the optease filter device was received deployed out of its storage tube. All of the components were received with no apparent damage. No anomalies were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The IFU lists incorrect positioning of the filter as a possible procedure complications. In the recommended steps in the IFU, it is noted to first advance the sheath introducer tip to the desired location in the ivc and then slowly advance the filter into the sheath introducer by advancing the obturator through the end of the storage tube until the filter is positioned well into the cannula of the sheath introducer. Prior to releasing the optease® filter from the sheath introducer, the user must ensure that the intended filter location in the inferior vena cava is correct. Should the filter location be incorrect, reposition the sheath introducer. However, if the user keeps the obturator fixed and pulls the sheath introducer back over the obturator, the filter will be pushed forward and released out of the sheath, which is the case in this complaint. The product malfunction code complaint reported by the customer ¿thrombectomy systems- filter- inaccurate placement¿ was not confirmed due to the nature of optease retrievable filter introduction kit unit components received. Based on the information provided, there are possible procedural factors that may have contributed to the inaccurate placement of the filter. Neither the DHR review nor the product analysis suggests that the reported event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time. (B)(4).

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance.

Manufacturer narrative:
Complaint conclusion: during use of an optease retrievable filter , it was reported that the filter was deployed in the jugular vein instead of the inferior vena cava (ivc). Device was retrieved through the subclavian vein using a gooseneck snare and a 10f non-cordis sheath. Another optease was used instead to correct the procedure. There was no patient injury reported. The reporter indicated that while pulling back an unknown sheath to enter the proper vessel, the user pulled sheath back while maintaining the obturator stable. Therefore, the filter was released from the sheath and deployed in the jugular vein. The device was retrieved successfully and another optease was utilized to complete the procedure. The procedure was visible under fluoroscopy. A dvd was received broken and attempts to request a new dvd with procedural films have not been successful. A non-sterile 6f optease retrievable filter introduction kit unit components were received inside a plastic bag. Per visual analysis, the vessel dilator was received inserted through the cannula; the obturator was received inserted through an empty filter storage tube and the optease filter device was received deployed out of its storage tube. All of the components were received with no apparent damage. No anomalies were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The IFU lists incorrect positioning of the filter as a possible procedure complications. In the recommended steps in the IFU, it is noted to first advance the sheath introducer tip to the desired location in the ivc and then slowly advance the filter into the sheath introducer by advancing the obturator through the end of the storage tube until the filter is positioned well into the cannula of the sheath introducer. Prior to releasing the optease® filter from the sheath introducer, the user must ensure that the intended filter location in the inferior vena cava is correct. Should the filter location be incorrect, reposition the sheath introducer. However, if the user keeps the obturator fixed and pulls the sheath introducer back over the obturator, the filter will be pushed forward and released out of the sheath, which is the case in this complaint. The product malfunction code complaint reported by the customer ¿thrombectomy systems- filter- inaccurate placement¿ was not confirmed due to the nature of optease retrievable filter introduction kit unit components received. Based on the information provided, there are possible procedural factors that may have contributed to the inaccurate placement of the filter. Neither the DHR review nor the product analysis suggests that the reported event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.